Manufacturer narrative:
The customer reported that during type and screen testing on the ortho provue analyzer, they noticed that the dilution cup was overflowing and the wash station was dripping. The customer did not report that the instrument posted any error messages as the incident occurred. An ocd field engineer (fe) arrived on site. Service has returned the analyzer to expected operation. No erroneous results were reported. No death or serious injury was reported as a result of this incident. Carry over and cross contamination may occur, which may lead to erroneous test results. In addition, weakened reactivity may also be observed if the dispense volume is compromised. If the alleged malfunction were to recur undetected, errorneous results could have been reported. Based on the available information, instrument malfunction could not be ruled out as a possible contributing factor.

Event description:
The customer reported that during type and screen testing on the ortho provue analyzer, they noticed that the dilution cup was overflowing and the wash station was dripping.